Event description:
An article entitled "vagus nerve stimulation removal or replacement involving the lead and the electrode: surgical technique, institutional experience and outcome" was sent to the manufacturer and reviewed. During review of the article, multiple reportable events were identified. The article stated that 1 patient had an unspecified generator malfunction which caused the patient to have a full replacement. No additional information was provided. The article also contained reports of lead malfunctions and a patient death due to sudep that had not previously been captured. The lead failures were reported under MFR. Report 1644487-2017-03152 and the patient's death due to sudep was captured in MFR. Report 1644487-2017-03151.